Event description:
It was reported that the patient has been having many urinary tract infections(uti) and implant pain for the past year and a half. The patient cannot stand for long periods of time and has to lie down to recharge. The patient settings were on p1/l5. The patient is using the device for fecal and urinary incontinence. The patient has contacted the physician and the physician recommended to contact a representative at the manufacturer for assistance.

Manufacturer narrative:
Product code (d2b) - additional product code qon, premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator has been having many urinary tract infections (uti) and implant pain for the past year and a half. The patient cannot stand for long periods of time and has to lie down to recharge. The patient settings were on p1/l5. The patient is using the device for fecal and urinary incontinence. The patient had contacted the physician and the physician said that the patient was fine. The stimulation was then turned off completely for a week. There was no additional information regarding their utis. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.